Event description:
Information received by medtronic indicated that the customer experienced the high blood glucose and insulin flow blocked alarm. The blood glucose was 301 mg/dl at the time of incident. Customer stated that infusion set was occluded. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.